Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the cap on the port is cracked. The alleged defect occurred during pre-testing and prior to pt use. No pt injury reported.